Event description:
It was reported that the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens, but the lens tore. The icl was removed with no patient injury, no enlarged incision or sutures. Another same diopter icl was implanted.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.